Manufacturer narrative:
(B)(4).

Event description:
It was reported that inadequate capture issue and poor sensing issue p-wave amp variation was observed on the ra lead via chest x-ray. Lead was therefore turned off. Patient was undergoing a device change out procedure due to the fsca battery advisory therefore a new lead was clinically required. Device and lead was explanted and a new device and lead was implanted. No further information available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.